Manufacturer narrative:
Information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported a loss or change in therapy. They had a suddenly stopped feeling stimulation the day prior to the report, (B)(6) 2016. They were at 400 or something for ten minutes and then it was gone. At the time of the report the patient did not feel stimulation and therapy was not on. It was reviewed that the therapy has to be on to be effective. The therapy was turned back on and increase stimulation from 1.45v to 2.9v and confirmed they felt stimulation. The patient would monitor symptoms and continue to increase if they needed it. It was noted that the issue was resolved and reviewed that if it was not resolved to notify their healthcare provider (hcp). The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.